Event description:
The event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock where it was reported that a new bag of d10w was required to be hung with new standard concentration tubing. Bag spiked and fluid found to be leaking from broken 3 way connection on standard concentration tubing. There was unknown patient involvement and no injury or harm reported.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Additional reporter: (B)(6).

Manufacturer narrative:
One (1) used sample# mc330419, 102" was returned for evaluation. As received a d10w solution residuals was observed in the received sample. No mating device was returned for evaluation. The sample was tested as per procedure and a leak between the check valve and the tube was observed. After this a damage over the tube was found. Complaint of leaks can be confirmed based in the physical sample evaluation. However, the probable cause of the leaks is due to unintentional pulling force applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.